Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 7f sheath. Reportedly, the foot of the device would not close and the device became stuck. It was eventually able to be removed by the physician manipulating it (foot was able to be closed). Manual arterial compression was applied to achieve hemostasis. The patient was reported to have a small hematoma. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Per the return device analysis, the reported manipulation by the physician involved disassembly of the device which is considered unexpected medical intervention. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.